Manufacturer narrative:
Findings: pump passed displacement, basic occlusion, stop idle current, run current and off no power tests. Unable to prime during prime a a33 test due to faulty sensor register. Motor tested outside device and passed. Minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address and serial number label and stained end cap sticker.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 381 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.